Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the pump was checked and the motor stall had recovered on (B)(6) 2020 at 3:37 am. The pump was going to be left in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 5mg/ml at 0. 4028mg/day, dilaudid 5mg/ml at 0.4028mg/day bupivacaine 5mg/ml at 0.4028mg/day and baclofen 100mcg/ml at 8.06mcg/day via an implantable pump. On (B)(6) 2020 it was reported that the healthcare provider read the pump and was flashed a warning sign. The patient did not hear an alarm. They were not aware of any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the logs were read on (B)(6) 2020 and it was discovered a motor stall occurred on (B)(6) 2020. Per the logs the motor stall occurred (B)(6) 2020 at 1:59pm with a stopped pump duration exceeded 48 hours message (B)(6) 2020 at 1:59pm. The actions and interventions taken to resolve the issue was the pump was programmed to minimum rate and the patient was being scheduled for a replacement. The issue was not resolved at the time of the report. The patient status was noted as alive with injury, increase and return of pain. Additional information was received on (B)(6) 2020 from the company representative who was calling for options on why the patient would be experiencing withdrawal symptoms now when the pump stalled on (B)(6) 2020. They did not know if the patient had an MRI on (B)(6) 2020 and the pump had not been accessed. Telemetry state was reviewed and tha t perhaps the pump had been infusing and something else was going on. Per the reporter, the healthcare provider was going to see the patient and the reporter would follow up with the healthcare provider and the pump would be interrogated. Additional information received on (B)(6) 2020 from the company representative who reported that the pump had been programmed to minimum rate mode when they discovered the stall. The company representative stated they were able to confirm that the patient had an MRI the same day as the motor stall. Telemetry state was reviewed and to have the healthcare provider read pump logs again to check for motor stall recovery. No further complications were reported regarding the event.